Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient family member that the patient died few hours after the implant procedure of the implantable pulse generator (ipg). No additional information is available.